Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination of the delivery catheter system (dcs) revealed the valve was loaded in the capsule. The handle and the tip retraction mechanism were intact. The micro and macro controls were intact. The screw gear snap fit remained connected. A slight gap was observed between the distal end of the capsule and the tip ledger. A shallow span of white voids over the nitinol reinforcing spring were observed on the proximal end of the capsule. The distal end of the capsule was damaged and the proximal end adjacent to the tapered or swaged transition was damaged. Conclusion: based on the information available, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a successful load was confirmed on fluoroscopy. During deployment, as the handle of the delivery catheter system (dcs) was rotated in the deployment direction, the capsule unsheathed a couple millimeters and stopped, however, the handle was still being rotated. The handle was rotated to the point of rumble strips but the capsule did not move and was still completely covering the loaded valve. The handle was rotated in the recapturing direction all the way and the dcs and valve were removed from the patient. Upon removal from the patient, it was noted that the 12fr silver layer of the dcs was separated from the capsule exposing metal. The valve and dcs will be returned to medtronic for analysis. A second valve was successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The voids, delamination between the outer polymer and the nitinol frame, have historically occurred when tracking the device through the patient anatomy. These voids were deemed to be unrelated to the reported event. The analysis images showed the capsule separation and the exposed metal, confirming the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.